Event description:
On 30th march 2026 arthrex was notified of a published study titled ¿surgical revision for instability following reverse shoulder arthroplasty¿ led by dr. Freya m. Reeh (germany). This retrospective study describes surgical revision techniques for instability using an arthrex modular reverse shoulder arthroplasty system. In a cohort of 29 patients treated for recurrent instability, three patients (10.3%) experienced a major complication consisting of recurrent dislocation of the arthrex modular reverse shoulder arthroplasty system following revision surgery. In all three cases, additional surgical intervention with further lateralization was required to restore stability. No other arthrex device-related complications were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.